Event description:
Report provided by the end user states that they have developed a 2 mm red area around the wafer edge. No itching, weepiness or pain was experienced. Urine output is clear. The end user is quadriplegic living in a skilled nursing facility. The staff examined the area and did not feel there was a reason to be alarmed. The pts subsequent outcome was noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.